Event description:
It was reported that the patient visited the hospital for diagnosis and treatment because of pain after got sprain of right thigh because of body instability. External fixation with support plate was performed, and lannaconitine was injected for analgesia in emergency department, after which the patient was admitted with diagnosis of invalid internal fixation after surgery for right femoral prosthesis peripheral bone fracture in 2017.

Manufacturer narrative:
The associated complaint devices were not returned. The devices were returned in the complaint for the revision. A clinical analysis indicated that the contributing factors to the fractured cables were the ¿over tensioning¿ and the ¿lack of proper clamping devices¿ in addition to the reported non-adherence/early weight-bearing and subsequent traumatic event in the presence of recently implanted hardware post orif of the right femoral peri-prosthetic fracture and the temporary ¿external fixation with support plate¿ which was performed in the interim prior to definitive treatment. The patient impact beyond the reported temporary fixation, revision, likely pain/discomfort and an expected post-op convalescence period cannot be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.